Event description:
It was reported that plastic foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter hub. The following information was provided by the initial reporter: "noting that there is still somewhat of a piece of plastic slap in the bevel of the sheath. Customer is worried that this piece of plastic can come off and enter the patient intervascularly."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received five unsealed and eighteen sealed 20ga x 1.00in. Insyte autoguard bc units from lot number 2136381. Lubricant, which is a non-foreign material, was observed on two units near the tip of the catheter and needle bevel. No foreign matter was identified on any of the returned samples. Since the lubricant is an expected material on the device, the report of foreign matter was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plastic foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter hub. The following information was provided by the initial reporter: "noting that there is still somewhat of a piece of plastic slap in the bevel of the sheath. Customer is worried that this piece of plastic can come off and enter the patient intervascularly."